Manufacturer narrative:
Upon receipt, the lead under complaint was found fragmented. The lead was cut 56 cm proximal to the lead tip. Only the distal lead fragment was available for analysis. The proximal lead part including the connector with serial number was missing. The provided fragment was subjected to an extensive analysis. In the course of the visual inspection, the lead body was found circularly constricted 55 cm proximal to the lead tip. In this region the insulation was rubbed through. This damage can be considered the root cause of the clinical observations. Based on the characteristics, it is reasonable to assume that the damage resulted from a tight ligature. Furthermore the shock coil was found deformed which most likely resulted from mechanical forces applied during the explantation procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead was explanted 71 months after the implantation due to decreased sensing values as well as a decreased pacing impedance and shock impedance.